Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high capture thresholds, measuring at 3.4v. It was noted that this lv lead had an exit block. The patient was seen in the clinic due to breathing difficulties and reduced exercise tolerance along with diaphragmatic twitching unipolar stimulation. Subsequently reprogramming was performed, and lead remains in service. No adverse patient effects were reported.